Manufacturer narrative:
Device history record (DHR) was reviewed and no deviations related to this failure mode were found. One sample was received in cms for analysis and investigation. The sample consisted of one incomplete catheter of product 14.5 fr tal palindrome with slots catheter, 23 cm implant length, 40 cm overall length. Visual inspection was performed and it was observed that the hub was wrapped with tape, and the catheter was cut approximately 2 cm below the hub. A hole was found on the joint of the catheter below the hub. During functional testing (underwater test), the catheter showed bubbles. According to the event description, the catheter performed as intended for about 1 year and 4 months, which is considered enough support to rule out that this hole was caused during manufacturing operations activities. As per the instructions for use, the customer has to perform a visual inspection before using the device and inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. In addition, 100% of the catheters are submitted to a leak test; hence this kind of defect is detected during product manufacturing. Based on investigation findings, the most probable cause is product misuse (leak could be caused due to excessive force or due to an inappropriate use of cleaning agents). This failure mode is being addressed through a corrective action and preventative action (CAPA). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y junction (bifurcate). The catheter placement date was (B)(6) 2014. The date of the incident was (B)(6) 2015, and the catheter removal date was (B)(6) 2015. The patient does not have any injuries as a result of the incident.